Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery at end of life (eol) and is beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery at end of life (eol) and is beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, the patient refused to replace the device. The s-ICD therapy was turned off per patient's request. Subsequent information reported the patient was checked in person after replacement was recommended. During consult, an interrogation revealed the battery reached end of life (eol) status triggering the expected beeping tones and a battery depletion (bd) alert. The s-ICD system will not be replaced, as the hear function of the patient improved in a significative manner. No adverse patient effects were reported.